Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed after it reached eri (elective replacement indicator) 42.9 months after implant. The physician had questioned the longevtiy of this ICD.